Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill china sp plunger rod was damaged. The following information was provided by the initial reporter: on (B)(6) 2021, when the patient was sealed as prescribed by the doctor, the plunger fell off during the exhaust process using the prefilled syringe. A new prefilled syringe was immediately replaced and the sealing was completed without harm to the patient.